Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4473 comp implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported by remote transmission, out of range lead impedance alerts have not cleared since the date of the implant. In clinic sessions have not cleared this alert. The defibrillator remains in use. No patient complications were reported as a result of this event.